Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date: november 16, 2015 ¿ november 18, 2015. The device was received for evaluation. Functional flow testing was performed and passed successfully with no issues relating to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that a large volume folfusor, which was filled with tazocilline and saline solution, experienced a no flow event. The nurse observed that the folfusor did not infuse at all. There was no patient injury or medical intervention associated with this event. No additional information is available.